Event description:
A customer reported that the vfc (viscous fluid control) was not working properly and that there was poor vacuum during a vitreo-retinal procedure. The system was exchanged and the case was able to be completed. There was no patient harm reported.

Manufacturer narrative:
The company representative examined the system and was able to duplicate the customer reported issue. The company representative noted that when he arrived on site, the system was inoperable and was displaying pressure transducer related system messages. The company representative replaced the pressure vacuum manifold. The system was then tested and met product specifications. The replaced pressure/vacuum manifold assembly was returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).